Manufacturer narrative:
(B)(4). Follow up. It was reported the needle blew out and medication went everywhere. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a vial positioned next to a needle assembly, without any visible packaging blister or plastic shield. Based on the photograph alone, it is not possible to confirm whether the unit is a bd product, and no additional information could be derived from the image. A device history record review was completed for the provided material number 309623, lot 4303339. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Additional device history records were examined for each batch of needles used in the production of this final lot. No documentation indicating this type of defect was found throughout the entire production run of these batches. Based on the investigation and the limited photographic evidence, the reported symptom could not be confirmed. In the absence of a physical sample, it is not possible to determine a probable root cause.

Event description:
Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient did not experience ae and had back up needle, so dose was not missed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had leakage. The following information was provided by the initial reporter: material#: 309623. Batch#: 4303339. Verbatim: rcc received a complaint via email. Patients wife reported when she went to give patient a dose, needle blew out and medication went everywhere. No further information provided. Patient has more doses on hand. This lot is currently being investigated for sub-category/defect ¿defective component/device (dosing syringe)¿ under (B)(4) /patheon investigation (B)(4). As this complaint offers no new information to add to the previous investigation, therefore: 1) please confirm that this previous investigation can be used for the above report. 2) please provide any updated information on this batch if applicable. (New CAPA etc.) ¿ in the case that a previous investigation can be used, no investigation is required. ¿ in the case that a previous investigation cannot be used, an investigation is required. Status: requesting external evaluation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.